Manufacturer narrative:
(B)(4). Evaluation, results: inaccurate delivery; unintentional placement of the stent graft. Evaluation, conclusions: unintentional placement of the stent graft.

Event description:
A talent captivia stent graft was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately one month ago. The left common carotid artery was bypassed prior to the talent implant. The aortic arch was angulated at 45 degrees. The landing zone length, at the level of the left common carotid artery, was 2 cm with a proximal diameter of 36 mm and a distal diameter of the 39 mm. It was reported that prior to deployment of the bare springs, 3 stent rings were deployed at the intended location. The stent graft unintentionally moved distally 4 cm and landed in the aneurysm sac. It was reported that the movement did not occur due to high blood pressure because the blood pressure was 79. Deployment of the remainder of the stent graft was completed at this location and another proximal main was used to build the device up to the level of the left common carotid artery. A distal main was implanted distally as planned. No further clinical sequelae were reported.